Manufacturer narrative:
This event has been recorded by zimmer biomer under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2019, it was reported that the roller no longer cuts well, which was observed during instrument check, prior to the surgery. The customer returned a skin graft mesher device, serial number ((B)(6)), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher by zimmer biomet on 19 december 2019 revealed that the cutter was defective, the roller was discolored, the unit was out of calibration, and the ce mark is missing from the product. It was noted however that an acceptable sample graph was produced. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the cutter and roller. Skin graft mesher, serial number ((B)(6)), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was not confirmed during inspection of the device, and it was noted that the device produced a passing sample graft. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Initial reporter- (B)(6).

Event description:
It was reported that the roller no longer cuts well, which was observed during instrument check, prior to the surgery. No adverse events were reported as a result of this malfunction.